Manufacturer narrative:
The returned device had the manifold stopcock connector broken, completely separated from the stopcock¿s main body. The connector was still attached to the transducer. The ¿patient-line¿ stopcock is the same as the one on the manifold. It was examined and found in good condition (not broken). Pressure was applied with fingertip to the connection part of the stopcock and it broke in the same manner as the manifold stopcock. The same was tried with the other two (2) ends of the stopcock, but these did not break. The information provided in this complaint did not include a lot number, but the returned unit belonged to lot 1172935. Device history record (DHR) review for lot 1172935 did not reveal anything that could cause the reported condition. Occlusion and leak tests were performed as per limitorr float assembly tests: all units passed the test. The complaint is considered confirmed. The root cause of the event cannot be determined at this moment.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis yet. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 2648988-2018-00012.

Event description:
A customer reported that on (B)(6) 2018, an ins9020sp1 limitorr volume evd 20 ml broke at the connection site. The device was tested by the nurse prior to placing it on the patient. There was no injury nor impact to the patient. Another device with a different lot number was used and the procedure continued without delay. Additional information has been requested.